Event description:
Pt started using the bed on 1st march 2006. On march 4th 2006, pt got out of bed to go to the restroom while the near rail was up. She grabbed the rail for support and the rail went down. Pt fell down and tried to break her fall and in doing so hurt her knees and elbows. She also developed swollen hands because she had a life line on her arm. She was taken by ems to the hosp and admitted for observation for 7 hrs and then released.